Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 190 ohms. Technical services (ts) was consulted and noted that the impedance trend showed a gradual rise. Lead replacement was recommended. This rv lead remains in service. No adverse patient effects were reported.